Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that an e03 for pressure sensor was received for the device. This is attributed to a failure of the main motherboard. This also caused the user reported issue of device giving a beep when turning on and not booting up normally with no access to functions. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, while turning on the device by pressing the small button, the device gave a loud beep alarm and would not boot up normally. There was no access to any of the device functions. There is no patient involvement and no harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the main board failure could not be determined. Olympus will continue to monitor field performance for this device.